Event description:
It was reported that at implant, that the right ventricular lead exhibited noise which was treated by adjusting the sensitivity. At a follow up, intermittent low impedance was noted. On (B)(6) 2014 the lead exhibited low impedance and high thresholds. On (B)(6) 2014 the lead was explanted and an insulation anomaly was noted. The patient would be monitored normally.